Event description:
Three syringes were sent back to the MFR due to dull needles in 1999. The facility has never received a response to their complaint of dull needles w/burrs. 1 of the 3 was used on a pt and caused increased discomfort at the injection site.